Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator and associated electrode were explanted for infection and sepsis. No additional adverse patient effects were reported.